Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple inaccurate fill estimates. There was no impact to the customer's blood glucose level.